Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that there was no capture on the right ventricular lead within several days post implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.